Manufacturer narrative:
.

Event description:
During a generator replacement surgery on (B)(6) 2015 due to battery depletion, high impedance and fibrosis was observed. Notes from the surgery indicate that the implanted generator capsule was incised and the retaining suture was cut and the device was delivered into the surgical field. The lead wires were disconnected and reconnected to a new generator 102r. Interrogation revealed a high lead impedance. Therefore, the neck incision was made slightly superior to his previous incision site and blunt dissection was carried down. The lead was identified and traced. The anterior border of the sternocleidomastoid muscle was identified and dissection was carried down medially. There was extensive fibrosis and scarring in the area with poorly defined landmarks. The surgeon was unable to obtain a superior exposure of the vagus nerve from the extensive fibrosis and scarring. The lead appeared to extend into the scar tissue and was sharply incised leaving approximately a 2 cm from the distal portion of the leads. The remaining leads were then pulled out from the neck through the chest wall incision. The explanted product lead and two generators will not be returned per the explant facility. Additional information was received from the surgeon that the entire lead in the neck portion did not appear to be normal due to the scarring and so it was difficult to assess if the cause of high impedance. Regarding plans for future implant, it was mentioned that the lead was originally implanted on the higher end of the nerve and that there was no space to implant the electrodes as a result. The surgeon had spent 1 hour trying to see if the new lead could be implanted but was unable to do so.